Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor, fecal incontinence it was reported that they were trying to get an MRI, but they can't seem to get it into an MRI mode. Agent reviewed and had the caller connect to the therapy. Caller said that it gives a message "device not responding" the agent advised the caller to reposition the communicator and click retry. Caller still said the same message, "device not responding.". Caller confirmed the patient can feel the implant and the communicator is positioned vertically. Agent confirmed if the communicator is against the patient 's skin;, caller said no. Agent informed to have the communicator placed on top of the implant against the patient's skin. Caller said they had to reschedule and will just continue trying at home and will call back. Patient rep called back. They said they patient went to get an MRI they think last wednesday. The patient couldn't get the MRI because they couldn't get the two devices to read the stimulator. Caller said they tried at least 25 times. The agent confirmed the charging cable for the communicator was unplugged and the blue side was against communicator. Reviewed with caller, the stimulator has probably reached the end of life. They would need to follow up with the managing doctor and have the stimulator read and confirm the device has reached the end of its life. The doctor will need to fill out an eligibility form to get a head MRI.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.